Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email to have been hospitalized with blood glucose of 50-400 mg/dl. Customer was hospitalized for hypoglycemia and hyperglycemia. Troubleshooting was performed and it was found that the infusion set would not lock in properly. The customer mentioned diminished battery life. The customer stated that she had an episode where cannula came out and she kept blousing but never got insulin. The customer got sick due to diabetic ketoacidosis. The insulin pump was not returned for analysis.